Manufacturer narrative:
(B)(4). The set will not be returned for investigation. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot # and failure mode reported.

Event description:
Customer reported leaking at the junction that is about 1.5" below the connection to the pump. Nurses say, it is more prevalent on lines that are about 48 hours old. No pt harm reported. Customer further indicated, the problem was isolated and there have been no other issues. No additional info was available.